Event description:
It was reported that the left ventricular (lv) leads were adapted to bipolar and could only capture with lv ring to right ventricular (rv) coil at maximum output approximately four months post implant which was draining the battery very quickly. Therefore, the lv leads were both partially removed, capped and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.